Event description:
The pt reported painful stimulation and discomfort. According to the pt, it felt like the system was pinching a nerve. The pt has requested to have the sys explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.